Event description:
It was reported that during a trochanteric fixation nail system (tfn) procedure, a helical blade coupling screw broke off. It was removed with a conical extraction screw. Helical blade was successfully inserted but towards the end of procedure there was difficulty in disabling the instrumentation. The helical blade inserter became stuck on the click button on the aiming arm and would not release blade guide sleeve. The surgical team was unsuccessful in removing the guide sleeve from the 130 degree aiming arm. A hammer was used to hit it and this damaged the blade guide sleeve and the buttress compression nut became stuck on it. It was reported that knob of the coupling screw broke off and fell on the floor after it was hit by mallet. All broken fragments were retrieved. There was a 10 minute surgical delay. There was no harm to the patient and the procedure was successfully completed. This is report number 3 of 3 for com-(B)(4).

Manufacturer narrative:
Additional narrative: no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development evaluation was completed: the returned aiming arm was received intact. The returned aiming arm was assembled with the returned blade guide sleeve and buttress/compression nut. The assembly did not have any issues with sticking or interference. Product drawings from time of manufacture were reviewed during this evaluation. No drawing discrepancies were identified. The assembled instruments functioned as intended. The design is adequate for its intended use and did not contribute to this complaint condition. The complaint is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. A manufacturing review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.